Manufacturer narrative:
Relevant tests/laboratory data: mean and mode used. Date of event: date of event based on awareness date. Implant/explant date: estimated date used. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Hyphema is an established risk associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
The following was reported through a review of the publication, "short-term outcomes of istent inject wand microhook trabeculotomy." It was reported that following a cataract plus trabecular microbypass stent system procedure, one eye presented postoperatively with a forming hyphema. Any omitted information was not available at the time of report. Please see the attached article for additional information.